Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "ECG disabled" and "ECG monitoring failure" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed "ECG disabled" and "ECG monitoring failure" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1, a2, b5, b6, bt and h6 (health effect clinical code and health effect impact code) updated. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs where the device appears to have an inermittent connection with the multifunction cable (mfc). However, the device was put through extensive functional testing including bench testing and ECG stressing without duplicating the report. The customer's mfc was not returned for evaluation. The mfc receptible and the multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.